Manufacturer narrative:
The device was returned to zoll medical italy and will be forwarded to zoll medical corporation. Zoll medical corporation received the data file; review of the data file did show the error message related to the customer's report. However, without receipt of the device, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing without duplicating the report. An internal inspection resulted in no findings. The report was cleared and did not reoccur. The device was recertified and returned to the customer. The electrode pads used at the time of the report were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.